Manufacturer narrative:
On evaluation of the returned device. The sheath of the device was examined and a kink was visible below the sheath extender when the sheath extender was positioned at reference mark 0.5 and the needle extender at 0, the needle was broken at this point. The stylet was fully inserted into the device. The needle was exiting the sheath by 16mm. There was no damage to the tip of the needle. The stylet was removed and reinserted without issue and there was no damage to the stylet. The sheath was cut and the broken needle was observed 45mm from the handle. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the manufacturing records for this echo-19 device of lot# c1095306 did not reveal any discrepancies which could have contributed to the complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report following the completion of the investigation. The needle could not retract during the procedure. It was replaced with a new device to finish the procedure.

Event description:
The needle could not retract during the procedure. It was replaced with a new device to finish the procedure.